Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced dysphotopsia/refractive error. The iol was exchanged for another lens following the initial implant procedure. Additional information has been received and stated that, there was no patient harm.

Manufacturer narrative:
The lens was returned in a specimen cup with a clear liquid inside. The lens was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. Root cause for the reported event could not be determined. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided on the returned questionnaire that in the surgeon's opinion, the quality of the intraocular lens did not contribute to event indicating ¿refractive error, dysphotopsia.¿ the file indicated that the monofocal company 21.5 diopter lens model was exchanged for a non-company 20.5 diopter monofocal lens. The exchange for a 1.0 lower diopter difference monofocal lens may suggest that the replacement lens was an improved choice for the patient's vision needs. No additional information has been provided at this time. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).